Manufacturer narrative:
A supplemental report will be submitted upon final review of medical records by post market clinical physician and completion of the plant's investigation. This one event reported on the same patient involving three separate products and associated with MDR's 8030665-2014-00260 and 1713747-2014-99934.

Event description:
A peritoneal dialysis nurse reported a pt was admitted to the hosp with abdominal pain, cloudy peritoneal fluid and increased wbc in peritoneal dialysis fluid with gram negative organism. Pt was treated with interpretational antibiotics after cell count and cultures were taken. The pt was discharged to his home on (B)(6) 2014.